Event description:
It was reported that this s-ICD delivered an inappropriate shock while the patient was in the shower due to a sudden morphology change with a drastic drop in r-wave amplitudes that resulted in t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options. The patient went into the clinic for an exercise stress test, and they developed right bundle branch block (rbbb) at a heartrate of 110 beats-per-minute, eliciting morphology changes. It was apparent the patient was exercise intolerant, possibly due to disease progression, and had to stop the test due to chest pain. It was noted the s-ICD had previously delivered an inappropriate shock, which had resulted in medication changes. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was in the shower due to a sudden morphology change with a drastic drop in r-wave amplitudes that resulted in t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options. The patient went into the clinic for an exercise stress test, and they developed right bundle branch block (rbbb) at a heartrate of 110 beats-per-minute, eliciting morphology changes. It was apparent the patient was exercise intolerant, possibly due to disease progression, and had to stop the test due to chest pain. It was noted the s-ICD had previously delivered an inappropriate shock, which had resulted in medication changes. No additional adverse patient effects were reported. Additional information received indicated that the s-ICD was programmed off and a transvenous (tv) system was implanted (manufacturer not reported). Subsequently, the patient developed an infection of the tv system, and it was explanted. The medical team was in the process of developing next steps for this patient and it was desired to re-review the in-situ s-ICD system. At rest, the alternate vector was not viable, and the primary vector exhibited a small r-wave. It was planned to have the patient undergo another exercise stress test in the secondary vector for evaluation. No additional adverse patient effects were reported.